Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access ft3 reagent was returned for evaluation. One sample was sent to the beckman coulter complaint handling unit. The patient sample was analyzed on the access 2 immunoassay system serial number (B)(4), and recovered with access free t3 results within the assay's normal reference range. These results did not confirm the results obtained by the customer. Interference testing, using goat igg blocker, composed of animal derived antibodies, was performed. The sample recovered similarly and within the assay reference range. The investigation could not demonstrate any interference. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining elevated free triiodothyronine (access free t3) results for one patient on the unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to another methodology and the patient's clinical file. The customer reanalyzed the patient's sample on the same unicel dxi 800 access immunoassay system, and obtained a similar result above the assay's normal reference range.the patient's free thyroxin (access free t4) result was within normal reference range. The patient's human thyroid-stimulating hormone (access htsh) result was above normal reference range. The customer also analyzed the patient sample on an alternate methodology (centaur, siemens) and obtained a discordant, lower result within that assay's normal reference range. The access free t3 results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a beckton dickson vacutainer serum tube. Information on the centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.